Event description:
It was reported that the device was explanted after an implant duration of approximately 127.9 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic stenosis, secondary to calcification.

Event description:
What appears to be a hair is attached to one of the valve leaflets.

Manufacturer narrative:
Device not returned. No additional information was provided. This was determined to be reportable per edwards lifesciences procedures. The DHR review process has been started. Customer letter requested.

Manufacturer narrative:
Evaluation summary: hair like filament is detected at the inflow, aspect across the cusp area of leaflet 1. It measures to approximately 16mm. Even though the valve was returned in glutaraldehyde solution, the tissue is stiff and translucent like in characteristic, which is common in dehydrated tissue. The valve is attached to the holder. No other inconsistencies detected.additional manufacturer narrative:the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.